Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved is classified as import for export, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "generated when this product is connected to a high-frequency generator and energized. It did not generate heat and was not energized from the beginning. Poor energization. " involving pentax model hs-d2618/serial (B)(4). The event was reported to have occurred during the procedure. No further information was provided at the time of the report. The device was received by pentax medical on 06/28/2021.